Event description:
An autotest failure was detacted at preventative maintenance. The gambro technical services (gts) rep found balance chamber valves that were sticking open. There was no pt involvement.